Event description:
Per complaint (B)(4), a patient's dental implant broke approximately 5mm below the junction of the collar and the zest locator abutment. The fracture was through the anti-rotation hole in the implant body. Pain and inflammation were reported. The implant was not removed.